Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-05997. It was reported that the patient presented remotely via merlin.net. Upon investigation, a number of right ventricular lead noise episodes from the 6th and 7th of (B)(6) 2021 were noted. The patient presented to the emergency department for a device check. During the device check, the patient was found having frequent ventricular lead noise even while sitting still, resulting in oversensing and pacing inhibition. Programming changes were made, and no more pauses were noted. The patient also reported that he has fallen four times over the last month and that in the last two days he has had moments of feeling dizzy. Given the above information, the physician believed that the device header may be damaged. A leadless pacemaker was implanted. The chronic pacemaker and right ventricular lead remained implanted. The patient was stable.